Manufacturer narrative:
Medwatch sent to FDA on: 11/13/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Difficulty drinking" and nausea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the contraindication for patients regarding "difficulty drinking" as follows: possible complications of the use of the orbera¿ system include: influence on digestion of food. Blockage of food entering into the stomach. Device labeling addresses the reported event of nausea as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Patient reported having device for five days and experiencing difficulty drinking water and nausea. Patient also felt device was "affecting kidneys." Physician recommended patient go to the hospital. Physician treated patient with vonal, digeplus, tecta, peridal, lamprazol and dramim. Device remains implanted.